Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The utrasound gastrovideoscope was found to be unprocessed/not processed during the reprocessing phase. There was no patient involvement.